Event description:
It was reported the catheter had leaked/dislodged. It was indicated that the patient had another manufacturer's catheter implanted as part of the drug delivery system. The pump contained baclofen. The patient underwent replacement of the pump. No information was provided regarding the catheter revision. There was no reported injury and the patient recovered without sequela. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the reason for explant was the physician wanted a complete new system implanted despite the fact there was no evidence of pump failure. It was noted there were ¿no alarms or anything,¿ they just wanted to start fresh.

Manufacturer narrative:
Catheter model # unknown lot # unknown implanted: unk explanted: unk. Analysis of the returned pump revealed no anomaly. The catheter was returned in segments. No significant anomaly was found with this manufacturer's returned segment of the catheter. Another manufacturer's catheter segment was connected "distally"; this segment was not analyzed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information: it was later reported that the patient had symptoms of increased spasticity and low grade headache. The catheter was fractured at the proximal pump segment. A revision of the affected catheter segment was done (no other troubleshooting was done). The patient was doing well post revision.